Event description:
It was reported that during an unspecified surgical procedure the expressew iii w/hook device jaw will not properly close (jammed) and the suture snagging. During in-house engineering evaluation, it was determined that the deformed and was loose. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that had wear marks as usual in this type of reusables devices. The upper jaw was bent. The upper jaw was loose. No other anomalies were noted. A functional test was unable to be performed due to post manufacturing damage. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii w/hook would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.